Event description:
It was reported the patient received an 'ipg battery low' warning from the programmer. The ipg was originally programmed to high parameters and was reprogrammed multiple times. Subsequently, surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.